Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The customer has not requested service as they were unsure if the ventilator shall be repaired and therefore no investigation of the device has been performed. There has been no repair on this device to our knowledge. This information is not specific enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref # (B)(4).